Event description:
It was reported that the device was in back-up mode. When "continue" was pressed on the programmer, an error message was displayed. Attempts to program the device were not successful.